Manufacturer narrative:
An event regarding wear and metallosis (altr) involving an accolade stem and an unknown head was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology report, return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further.

Event description:
Maude report (mw5037997) was received by stryker orthopaedics and reviewed for the events the patient described as following, "I noticed my left hip hurting and making a clicking noise when I walked. I went to urgent care to get checked and they took an x-ray of my hips. Initially, the physicians' assistant sent me home saying I may have hurt my muscle but the next day, the medical office called saying to get off my feet. The ortho surgeon looked at the x-ray and noticed a fracture and problem with the hip replacement parts. The pa set up an appointment with the doctor to discuss revision surgery on the left hip. The surgery was completed in 2014. During the surgery, the doctor noted, 'interestingly, upon entering the joint, there was immediately a burst of black fluid under pressure. As we continued the dissection of the posterior pseudocapsule flap, we could see that here was extreme marked metallosis throughout the capsule with literally almost what looked like tar in the sense of marked areas of soft tissue involvement of metallosis. The trunnion itself was really whittled down to a sharp spike. It was very unusual. I had never seen anything quite like this.' I am currently recuperating, including physical therapy and doing follow-up appointments with the doctor."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Disposition unknown.

Event description:
(B)(4) was received by stryker orthopaedics and reviewed for the events the patient described as following, "I noticed my left hip hurting and making a clicking noise when I walked. I went to urgent care to get checked and they took an x-ray of my hips. Initially, the physicians' assistant sent me home saying I may have hurt my muscle but the next day, the medical office called saying to get off my feet. The ortho surgeon looked at the x-ray and noticed a fracture and problem with the hip replacement parts. The pa set up an appointment with the doctor to discuss revision surgery on the left hip. The surgery was completed in 2014. During the surgery, the doctor noted, 'interestingly, upon entering the joint, there was immediately a burst of black fluid under pressure. As we continued the dissection of the posterior pseudocapsule flap, we could see that here was extreme marked metallosis throughout the capsule with literally almost what looked like tar in the sense of marked areas of soft tissue involvement of metallosis. The trunnion itself was really whittled down to a sharp spike. It was very unusual. I had never seen anything quite like this.' I am currently recuperating, including physical therapy and doing follow-up appointments with the doctor."